Event description:
Customer reportedly received result of 190 mg/dl on the advantage system using comfort curve test strips, and result of 85 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 303509, expiration date 04/30/2013). Reference medwatch report with (B)(6) for the suspect device used in the advantage system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the aviva system (lot number 303509, expiration date 04/30/2013). Reference medwatch report (B)(6) for the suspect device used in the advantage system.